Event description:
Reporter alleged blood glucose measured 300 mg/dl back to back with a result of 95 mg/dl when testing was performed within 2 mins of each other. No actions or treatment was rec'd as a result. A request was made for the return of the suspect product and replacement product was sent.